Manufacturer narrative:
The product was returned for evaluation. The adherent clot catheter was received without any attached component. The customer report of "it became unable to remove the catheter during use" could not be confirmed during the analysis; however, the catheter body was found to be bent between 20cm and 30cm mark, at the middle of 10cm and 20cm mark. The bent condition appeared to be made by the customer side since the customer mention as 'the wire of the catheter tip was manipulated by equipment such as pean forceps and the catheter was removed. The customer commented that the wire on the catheter tip was found deformed when the cutdown was performed.' The latex cover appeared damaged by bent coiled wire and multiple holes and/or tears were visible on the latex and it was unable to match up the torn edge of the latex. Visual examinations were performed under microscope at 10x magnification. Though we have confirmed a product defect exists, evidence of a manufacturing defect was not found. Additional evaluation was performed and the handle was opened to see whether or not the wire was bent in the handle. Visual examination revealed that the wire was straight, not bent. The lot number was not provided; therefore, a device history record review could not be performed. Review of the available information suggests that characteristics of the vasculature and procedural factors may have contributed to this event. No actions will be taken at this time.

Event description:
The report stated that "it became unable to remove the catheter during use. The catheter was first used to remove graft thrombosis at the brachial region and the procedure was completed successfully. Then the catheter was inserted from the patient's wrist toward the elbow. Thrombectomy of the patient's own blood vessel was performed but it became unable to withdraw the catheter though it could be moved forward. At this time, the catheter had been used for thrombectomy approximately 10 times in total. The anastomosis site of the graft and patient's own blood vessel located at the elbow area, however, the distal end of the catheter had not reached the anastomosis site. A cutdown was performed to the blood vessel in where the tip of the catheter lay. The wire of the catheter tip was manipulated by equipment such as pean forceps and the catheter was removed. The customer commented that the wire on the catheter tip was found deformed when the cutdown was performed." The patient was discharged from hospital shortly later. The sales rep also commented that the wire of the returned device seemed to be deformed by the manipulation with pean forceps. Additional information confirmed the report and clarified that the catheter was forwarded through the graft into the bifurcation area of the patient's own vessel at the shunt in the arm. The catheter tip got stuck in the bifurcation area and the wire at the catheter tip was strained and looped back 180 degrees. It became unable to pull the catheter back so a cutdown was performed to the vessel where the catheter tip was supposed to lie. The wire was manipulated by pean forceps to some degree and the catheter was finally removed.